Event description:
This case was reported by a consumer and described the occurrence of suspected gastric bleed in a male pt who rec'd polident (polident smokers denture cleanser tablets) tablet for dentures. A physician or other health care professional has not verified this report. The pt's past medical history included headache, co-suspect medication included polident. In 1996, the pt began using polident. In 2006, the pt switched to polident for smokers. He stated that he did not wipe his dentures off properly after using the product and before inserting them in his mouth (intentional misuse). This had caused his skin to become irritated and stinging in his lips. In 2006, the pt experienced an upset and irritated stomach, and stated that his stomach was rumbling and burning. He also experienced bloody stools, and thought that he might have gastric bleeding. The pt did not seek medical attention. This case was assessed as medically serious by gsk. Treatment with polident for smokers was discontinued, and the events resolved within 2 to 3 days.

Manufacturer narrative:
The lot number for the product is available, but the product is not available for testing. No corrective actions have been required based on this report.